Event description:
It was reported that a patient underwent a tendon repair procedure and surgical steel suture was used. Ten days post-operative, when the dressing was removed, the button was no longer attached and the steel suture was still attached to the tendon but had migrated into the body. The suture was broken. The patient required a second surgery to repair the tendon. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-05229. The same patient is represented in each medwatch.